Event description:
It was reported that during this pacemaker implant procedure loss of capture (loc) was observed on the right ventricular (rv) lead. This pacemaker system was successfully implanted. The cause of the loc is unknown at this time. The local area field representative was contacted for additional information, however at this time no further information is available. The pacemaker and rv lead remain in service. No adverse patient effects were reported.